Manufacturer narrative:
Follow-up # 1 (11/07/2011)-device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(6), 2011 with the following findings: the meter has passed testing with no faults found. Lifescan (lfs) has requested the return of the test strips for evaluation. If the test strips are returned lfs will evaluate them and inform FDA of those findings in a supplemental report. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The 510 (k) is k093745. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The reporter contacted lifescan (B)(4) alleging an "error 2" issue with the subject meter. The reported issue was unresolved with customer service troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.